Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. An impedance check was done during a follow-up and found electrodes 0 and 1 to be greater than 10,000 and all others were with in normal limits. The patient is getting stimulation in their desired areas. No further complications were reported as a result of this event.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient had a battery replacement. The rep reported that impedances were normal pre-operative and intra-operative with the new battery. The rep reported that at post-operative programming, electrodes 012 and 7 were out of range, greater than 10,000. The rep reported that they were able to program using other electrodes to cover her painful areas (cervical lead). The rep reported that the patient was experiencing stimulation in all of her desired areas. The rep reported that they would check impedances again at her follow up appointment on (B)(6) 2017. No further complications were reported.